Event description:
It was reported that an ilet device became hot during physical activity and remained hot while charging outside of its case. Symptoms included device overheating without associated patient injury. Outcomes included no alarms or alerts and no medical evaluation or hospitalization. Investigation included user education and troubleshooting steps performed remotely. Investigation of this case revealed an overheating device condition without functional alarm activation, consistent with a device thermal issue under active use and charging. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.